Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, during a lower anterior resection, air leaked. Returned photos of the device depicted a torn seal. Another device was used to continue. No patient harm.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this was that the seal was torn. Only top part of the 12 mm head was received. The circular seal was cut on the device. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.